Event description:
The clinician reports that the day the implant was placed in ada 15 of the patient's mouth, failure occurred upon insertion. Primary stability not achieved and sinus perforation. Patient presented with bone type IV and inadequate bonequality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.